Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional info received show that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or si or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4) pertained to lead was no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional. It was reported that they were unable to locate the serial number of the external neurostimulator. It was also stated that patient weighed (B)(6) at (B)(6) of height. The lead was confirmed to not have been coming loose. No further complications have been reported as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4) .

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said they felt something poke them in the back and thought one of the wires came loose, but then sat down and didn't feel the poking any more. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.